Event description:
It was reported that pump experienced malfunction with displayed code, and customer contacted support because pump did not operate as expected. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.